Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she had an infusion set leaks. Customer's blood glucose was 345 mg/dl. The customer stated that the leak is under the sticky pad next to her skin. Customer is able to change the infusion set. The customer changed the site 5 times and does not have the sets to return was not aware to save them to return. The customer was advised that we will send 4 replacements as one time courtesy.